Event description:
It was reported to philips that the heartstart mrx defibrillator opcheck was accidently run while pads were connected to the patient. There was no negative patient impact. The patient received a mild shock but was not hurt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.